Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that when turning on the equipment, it sometimes shows the message ventilator inoperative with error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.